Manufacturer narrative:
Root cause: the root cause for the reported issue that device had keypad failure was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer approach us and told us about the 5 pcu's keypad failed unexpectedly. There was no patient involvement.